Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The caller stated that the device was exposed to a high magnetic field while he went though an airport scanner a month ago and a cat scan at the end of august. Assisted the customer to run a displacement test and the test failed. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor. The displacement test functioning properly.